Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the parameters for ventricular tachycardia therapies were programmed off when the patient came in for a follow up visit. The physician suspected that the device programmed itself. It was also noted that the patient had a medical procedure on their lower legs. Therapies were programmed back on and the device remains in use. No patient complications have been reported as a result of this event.